Manufacturer narrative:
(B) (4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Device issue: clip failed to deploy. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that the physician attempted arteriotomy closure of the common femoral artery using a starclose se device after an unspecified procedure. Reportedly, during clip deployment, the clip did not release from the clip applier. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No add'l info was provided.